Event description:
The customer reported approximately 2 liters of clear and bluish colored fluid leaked from the coulter hmx hematology analyzer with autoloader onto the counter while performing samples. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed two leaks were observed inside the instrument. One leak was caused by a hole in the tubing through pinch valve (pv37). The fse replaced the tubing though pinch valve (pv37) and the first leak was resolved. The fse also observed a hole in the sample line tubing from the peltier module to the differential mixing chamber. The fse replaced the tubing and the second leak was resolved. The fse observed the leaks had damaged the solenoid bank (mf15) for the differential mixing module. The fse replaced the solenoid and the instrument performed without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).